Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the internal medicine, the catheter was inserted into the patient's right subclavian. However, difficulty was met when attempting to remove the guide wire. As a result, after four hours both the catheter and guide wire were together removed to avoid breaking of the guide wire. A new kit was opened and used without issue. There was a delay, however no death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) male with uremic syndrome. There will be no additional information to follow.

Manufacturer narrative:
(B)(4). The customer returned one catheter and one guide wire. Visual examination of the returned guide wire revealed that the guide wire is unraveled from the proximal end. The proximal weld was observed to be present at the end of the coil wire. The distal end of the guide wire appears typical with no observed defects or anomalies. Microscopic examination of the catheter did not reveal any surface defects or damage. Signs of use were visible. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Discoloration and necking of the core wire was observed and both welds appear full and spherical. The guide wire is kinked in three locations. The kinks in the guide wire were measured at 32.2, 43.7, and 48.0cm from the distal weld. The broken core wire measures 684mm in length which is within specification. The outside diameter (od) of the guide wire was also found to be within specification. Other remarks: a manual tug test revealed that the distal weld was intact. This kit contains a 0.877" guide wire for use with the catheter provided in the kit. To confirm that there were no restrictions within the catheter, a 0.877" inventory guide wire was inserted and passed through the distal lumen of the catheter. No resistance or defects were found with the catheter. A device history record (DHR) review was performed on the guide wire and the catheter with no relevant findings. The reported complaint of an unraveled guide wire during removal from the catheter was confirmed through visual examination of the returned sample. The returned guide wire was kinked and unraveled. The core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.032") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling during removal from the catheter could not be determined based upon the information provided and without a sample. No further actions will be taken.